Manufacturer narrative:
Batch review performed on 25 november 2019. Lot 180925: 25 items manufactured and released on 29-may-2018. Expiration date: 2023-05-14. No anomalies found related to the problem. To date, 17 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 3 months after the primary due to signs of acute infection. The surgeon performed washout and revised the liner.